Event description:
It was reported that a versajet exact assy, 45 degree x 14mm was defective, it was broken with water gushed out. It is unknown if this was noticed during surgery/treatment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
The device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include, kinks, leaks, and blockages, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.